Event description:
Doctor using device, minerva es, stated that it was her user error on her part. No harm done to patient. Device removed from sterile field. Minerva rep was called and will come in to re in-service staff and surgeon. FDA safety report ID # (B)(4).